Event description:
It was reported that the t:slim x2 pump battery would not charge, and a power source alert, alert 07, appeared in the pump history during the issue. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by leaving the original charging supplies plugged into a working outlet for at least 30 minutes, and the pump resumed charging, requiring no further assistance.